Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient reported that they were experiencing irritation from wearing the pod (weepy, itching, red, angry skin). The patient went to the hospital to see how to treat it. The patient was prescribed triamcinolone acetonide 0.1% bid.